Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had multiple pump error alarm. The customer¿s blood glucose level was 100 mg/dl to 110 mg/dl at the time of the incident. Customer states they were able to clear the alarm and able to rewind the pump. Customer assisted with self test and it was not passed. The insulin pump will be returned for analysis.